Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 345. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause was identified to be the ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.